Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that at the end of a case, the controllers had a broken component. The procedure was successfully completed using this device. No report of patient harm or injury related to this malfunction. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the purge assembly area confirmed a ripped/ missing blue retainer. The failure mode was due to broken purge retainer. This report is being filed as part of a retrospective review of historical records.